Manufacturer narrative:
Investigation will continue when the returned part has been received.

Event description:
One pin on the frame adapter broken off. During icon upgrade it was discovered that one of the pins securing the g-frame in the frame adapter had broken off. During the first set of films taken it was discovered that the position was off specification. The measurements form centre and off-centre positions for x-direction show very bad results that are outside our specifications (around 0.54mm) from the center films (100, 100, 100)mm, and 0l8mm) from the off-center films (40, 160, 100) mm. In addition, the results from the y-direction for the center position are also bad (around 0.36mm) and these are outside specification.

Manufacturer narrative:
"Other serious (important medical events)" was checked in error this has now been corrected. Added model number, returned to manufacturer checked yes box, updated - checked health professional and user facility, added date received by manufacturer, amended 510k number, added - labeled for single use = no, added - usage of device. Investigation results updated: investigation results: it was reported that the frame adapter pin (1006115) for guiding the g-frame was broken off on the frame adapter. The pins in the frame adapter are used to guide the g-frame to its position. If a pin falls off, or gets broken (as in this case) the dose might in the worst case miss the target with approximately 0,6-1,0 mm. This pin design was released in 2007 and the design of the pin has not been changed. This pin design has been used on many treatments and this issue has not been reported before to elekta. The position where the breaks occurred has a significant tension concentration factor in the bottom of the threads. However normal loads on the pin is low. Break is expected to have been momentary for reasons described below. The bending force for break a pin is significant high as the pin itself is very short. A large excessive load must have been applied to the pin itself. When examining the frame adapter, further damage was found on the frame adapters guide pin. The frame adapter guide pin is the pin that align the frame adapter to the pps fixation bracket. It looks like the frame adapter has been twisted out of position when partly fixated. This other damage shows that excessive force have been used when docking/undocking the frame adapter. Root cause: the frame adapter and the pin has been exposed to excessive force. The user has ignored the warnings that the frame adapter should be handled with care. The user has ignored the warnings to check if parts are missing or damaged. Conclusion: the user has not followed the user instructions and used excessive force to undock the frame adapter, therefore due to this misuse the pin has broken.